Manufacturer narrative:
The initial investigation was performed on customer synced glucose values on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor glucose (sg) value on (B)(6) 2024 at 05:48 am was 59 mg/dl and blood glucose (bg) value was not found, as it was not entered into system. The customer received a low glucose alert prior to the event as the sg value went below the alert level. A further review of the system performance suggested a deviation from normal behavior, due to which a return material authorization (RMA) was issued for sensor replacement. Investigation of the returned sensor did not reveal any visual abnormalities and performance malfunction as it passed all functional tests. The failure mode (sensor performance deviation) could not be reproduced via the in-house testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further review of the case information revealed that the customer had also reported infection at insertion site around (B)(6) 2024. The infection could have likely caused or contributed towards the sensor inaccuracies/ performance deviation. The infection incident was reported under (B)(4) (MFR # 3009862700-2024-00693). This incident does not require any further investigation. B4. Date of report updated to 24 july 2024. G3. Date received by the manufacturer updated to 23 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose values on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor glucose (sg) value on (B)(6) 2024 at 05:48 am was 59 mg/dl and blood glucose (bg) value was not found, as it was not entered into system. The customer received a low glucose alert prior to the event as the sg value went below the alert level. A further review of the system performance suggested a deviation from normal behavior, due to which a return material authorization (RMA) was issued for sensor replacement. The manufacturer is currently performing evaluation and the results will be provided in the supplemental report. B4.date of this report 09 june 2024. G3.date received by the manufacturer? 09 june 2024. H3. Device evaluated by manufacturer? No.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On (B)(6), 2024, senseonics was made aware of a false hypoglycemia event where the customer received a low glucose alert even when the blood glucose (bg) value did not indicate any low glucose. The customer reported that the bg was 185 mg/dl and the sensor glucose (sg) reading was 58 mg/dl. The customer did not have to seek any medical attention or take any actions because bg did not indicate any low glucose.